Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the lead exhibited high capture thresholds and an increase in impedance measurements; the physician suspected a micro-lead dislodgement. The physician elected to modify the device output and leave the lead implanted. The patient was noted to be in stable condition. No additional information was available at this time